Event description:
It was reported by the patient that they are dissatisfied with their inflatable penile prosthesis (ipp) as the cylinder size is not long enough. No patient complications were reported.